Event description:
It was reported that the device clip would not release off the cystic duct during a lap chole procedure. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.